Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user saw his ostomy nurse who recommended diflucan which the end user stated he took back in (B)(6) of 2013. The ostomy nurse recommended applying nystatin powder to the area in the beginning of (B)(6) 2014. The ostomy nurse also recommended applying duoderm to the peristomal skin, applying his skin barrier on top of it and applying (B)(6) protective ointment to the dry flaky skin near the edges of the skin barrier. The end user stated he has used smith and nephew no sting protective barrier wipes and (B)(6) paste to his peristomal skin. The end user also stated he uses water or (B)(6) soap to cleanse his skin, is currently applying nystatin powder to his reddened peristomal skin, applies (B)(6) protective ointment to the dry flaky skin and left his water off for eight (8) days. The end user went on to state the redness has improved since leaving the wafer off and had an appointment with this doctor on (B)(6) 2014. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.

Event description:
An end user noted redness under the entire mass which he stated starting to migrate towards his midline abdomen incision scar. The end user stated was experiencing itching from this area as well. The end user also stated he noted some bleeding from his peristomal skin, but it has since resolved.